Event description:
A (B)(6) y/o female w/ left breast inflammatory breast cancer, triple negative w/2 axillary lymph nodes positive for idc. Upon 3rd chemo cycle, pt experienced extravasation of chemotherapy agent at mediport site right chest, port evaluated by vascular surgeon w/ venogram that did not identify defect with device. Per oncology, no further use of port site going forward. Port was removed from patient on (B)(6) 2017 and a crack was identified in the proximal catheter approximately 1 cm distal to the connector. Frequency: prn, route: cutaneous. Dates of use: (B)(6) 2016 - (B)(6) 2016. Diagnosis or reason for use: delivery of chemotherapy agents.